Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda associate d with the clip detaching from the anterior leaflet cannot be determined. Mitral valve insufficiency/ regurgitation (mr) resulting in dyspnea appears to be due to the slda. Dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip was implanted and the mr was reduced to grade 1. On 23nov2023, a transthoracic echocardiogram (tte) was performed and a single leaflet device attachment (slda) was observed. The patient had shortness of breath and the mr was worsened and not graded. The clip was detached from the anterior mitral leaflet (aml). A follow-up transesophageal echocardiogram has not been scheduled, but will be planned to check if there are options for a second clip intervention. No additional information was provided.